Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the p3 sensor started reading abnormal pressure readings that went into negative numbers. The user switched cables with no resolution. The user then monitored pressures using an external pressure sensor. The clinical specialist performed troubleshooting onsite within their scope and made the decision to apply external pressure monitoring. There was no patient serious injury. The complaint sample was available for product evaluation.